Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak being found after stopping treatment. There was an air detected in cassette warning during fill 1 of 6. Treatment was stopped. Fluid was discovered during step 9 remove cassette. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from where cassette was inserted. Patient advised to let cycler air dry and continue to use for following treatments. In a follow-up, the patient's pd nurse verified the fluid leak event and said there was no harm, adverse event or intervention due to the fluid leak. The patient was able to complete treatment with manual treatment that night. The patient was able to use the cycler the next day with no other issues. The cycler is still being used by the patient.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak being found after stopping treatment. There was an air detected in cassette warning during fill 1 of 6. Treatment was stopped. Fluid was discovered during step 9 remove cassette. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from where cassette was inserted. Patient advised to let cycler air dry and continue to use for following treatments. In a follow-up, the patient's pd nurse verified the fluid leak event and said there was no harm, adverse event or intervention due to the fluid leak. The patient was able to complete treatment with manual treatment that night. The patient was able to use the cycler the next day with no other issues. The cycler is still being used by the patient.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.